Event description:
It was reported that during a cardiac ablation procedure using the pulsed field ablation catheter, there was an alleged product issue involving catheter array inversion. The physician was working in a small right inferior pulmonary vein (ripv) and encountered difficulty when the catheter's nose possibly passed through the halo while turning. The physician attempted to counter-clock and pull the catheter close to the tip of the contour. Subsequently, the decision was made to exit the left atrium and work in the inferior vena cava (ivc). When the catheter would not retract while counter clocking, an anticoagulant antagonist was administered, and the catheter was slowly withdrawn. The generator associated with the procedure erased files, prompting staff to turn it off. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID:psg100 product type: generator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012582073 was returned and analyzed. Visual inspection showed the catheter spiral array appeared inverted and knotted, the catheter was received with the guidewire threaded through, a pinch pebax tube was observed in spiral array, an exposed electrode wires were observed in spiral array, a tissue was stuck on the dual lumen, duel lumen tip observed detached from shaft, an anchor ring appeared exposed, shaft appeared kinked in the handle. The capture device adapter tip was observed detached from capture device. Mechanical verification of the steering and slide mechanisms showed the slide control was stuck. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The catheter was reprogrammed before connection to the generator via a test catheter interface cable, and therapy deliveries were successfully performed. High level optical inspection revealed a kinked electrode wire in shaft. Hipot verification for the integrity of electrode wires insulation passed. Electrical continuity test revealed an open loop for electrode 6. In conclusion, the reported inverted loop was confirmed through analysis. The loop catheter failed the returned product inspection due to the inverted and knotted spiral array, anchor ring exposed, dual lumen to shaft detachment, and tissue in the dual lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.